Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump's screen froze. She took the battery out of the insulin pump to reboot it. The customer switched to an older insulin pump but it was also frozen. When the customer went back to the new insulin pump, it alarmed button error. The insulin pump alarmed battery out limit. Customer's blood glucose level was 140 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.